Event description:
On 8/4/98, the facility's spd manager informed the MFR's sales rep of the following: the radiologist noticed that the pt's catheter had a leak. No further details were provided at this time.